Event description:
It was reported that during a procedure a nrg transseptal needle was selected for use. During the procedure the rf needle was flushed with saline solution and more resistance than usual was felt, however, the procedure continued, and the needle was inserted into the right atrium and energization was performed but septal puncture could not be achieved. The rf needle was removed from the sheath and flushed with saline solution again, but it could not be flushed. A new rf needle was used and septal puncture was performed. The procedure was completed successfully without any patient complications. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Correction to d1: brand name from baylis rfp-100a repair kit to nrg transseptal needle. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a nrg transseptal needle was selected for use. During the procedure the rf needle was flushed with saline solution and more resistance than usual was felt, however, the procedure continued and the needle was inserted into the right atrium and energization was performed but septal puncture could not be achieved. The rf needle was removed from the sheath and flushed with saline solution again, but it could not be flushed. A new rf needle was used and septal puncture was performed. The procedure was completed successfully without any patient complications. The device has been returned for investigation.

Manufacturer narrative:
The needle was returned in its tray & pouch. All enclosed in a transparent plastic bag. There were no visual defects on the proximal shaft or the distal shaft. Moreover, there were no obvious defects with the handle or the connector. The distal sideports and the luer at the handle appeared to be clear of debris and free of defects. The device passed the design specifications for the active tip length measurement, continuity test, as well as the puncture test performed on a top-bench model. The device, however, failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. It is highly unlikely that the rf needle left our facility like that since all needles undergo 100% visual verification for the distal curve shape prior to packaging. Moreover, the device's IFU clearly states that manual reshaping and/or bending of the needle is not recommended because it could damage the integrity of the needle and cause injury to the patient.

Event description:
It was reported that during a procedure a nrg transseptal needle was selected for use. During the procedure the rf needle was flushed with saline solution and more resistance than usual was felt, however, the procedure continued and the needle was inserted into the right atrium and energization was performed but septal puncture could not be achieved. The rf needle was removed from the sheath and flushed with saline solution again, but it could not be flushed. A new rf needle was used and septal puncture was performed. The procedure was completed successfully without any patient complications. The device has been returned for investigation.

Manufacturer narrative:
Correction to f10 & h6 - component codes and evaluation result codes. The needle was returned in its tray & pouch. All enclosed in a transparent plastic bag. There were no visual defects on the proximal shaft or the distal shaft. Moreover, there were no obvious defects with the handle or the connector. The distal sideports and the luer at the handle appeared to be clear of debris and free of defects. The device passed the design specifications for the active tip length measurement, continuity test, as well as the puncture test performed on a top-bench model. The device, however, failed the design specification for the curve overlay inspection, which was due to the manual reshaping of the needle that was evident along the curve profile. It is highly unlikely that the rf needle left our facility like that since all needles undergo 100% visual verification for the distal curve shape prior to packaging. Moreover, the device's IFU clearly states that manual reshaping and/or bending of the needle is not recommended because it could damage the integrity of the needle and cause injury to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a nrg transseptal needle was selected for use. During the procedure the rf needle was flushed with saline solution and more resistance than usual was felt, however, the procedure continued, and the needle was inserted into the right atrium and energization was performed but septal puncture could not be achieved. The rf needle was removed from the sheath and flushed with saline solution again, but it could not be flushed. A new rf needle was used and septal puncture was performed. The procedure was completed successfully without any patient complications. The device is expected to be returned for laboratory analysis.